Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported primary tubing was inserted into a pump module and programmed for 15 ml/hour. The normal saline was infusing as a "carrier fluid", and the customer reports that from watching the drip chamber, the rate far exceeded 15 ml/hour. The device was stopped and the tubing was removed. A second primary tubing set was primed and placed in the pump module and functioned properly. Per the customer, the issue was with the tubing, not the device. A location of the medical unit was provided. The customer also states the rn perhaps mistakenly thought the rate was to by 15 ml/hour, but was ordered at 150 ml/hour. The customer states, "kp is missing pump data on all patients at pvh from 7/3 @ 0416 thru 7/6. This data has been requested...on (B)(6) 2018". Received a copy of the customer's sus voluntary event report which states "the primary tubing was inserted into IV pump and programmed to 15ml/hr as a carrier fluid. The nurse watching the drip chamber noted the drip rate to be faster than the programmed rate. The nurse then stopped the infusion and removed the tubing. A secondary set was set up and noted to function as intended. Nursing staff did not report pt name. No adverse medication events have been noted at this time."

Event description:
The patient was being treated for an abdominal hematoma.